Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the injector broke a haptic of the lens. Additional information has been received and stated that, the lens was explanted and replaced with another lens during initial procedure. There was no patient harm reported.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the injector broke the haptic of the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Two photos attached to the parent complaint were reviewed by the investigation site. Photo 1 shows iol carton and photo 2 shows an iol case. Reported issue not confirmed. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).